Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/16/2021 under wo's (B)(4) and shipped on 03/17/2021. Manufacturing record review: DHR's 297982 & 300284 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned under a recall (RMA 326986) for an unrelated issue. It was also here for a short on a transformer october 2022. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition for not cutting. The problem description on this complaint does not provide additional detail and not considered related. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 01/11/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action the unit was fitted with a new transformer and returned to the customer. Although the unit functioned well free of overt defects the transformer replacement was done due to a recent potential for shorts on transformers. This unit received a transformer recently confirmed to have been properly tested by the vendor. Additional information on the transformers: all dressed transformers (p/n 300791) were placed on hold. All undressed transformers (p/n 109707) were placed on ncmr-2022-11-0064 and returned for testing the missing steps required that check for shorts between windings. The vendor was issued scar #23-003-scr. A print update request was submitted to have the test steps included and the inspection criteria was updated to have the test sheets scanned into the inspection record and reject if steps are missing or if the test sheet is missing. Ref (B)(4). An hhe request was made in november, december of 2022 and initiated thereafter. No further training is required. Was the complaint confirmed? No.

Event description:
No section or cutting. 1216677-2023-00006-1 leep precision generator lp-20-120 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
As per details reported on (B)(4) from repair order log # 99729. "No section or cutting."